Event description:
It was reported that during follow up the pulse generator could not be interrogated, when the wand was placed no telemetry was noted. Premature battery depletion was noted. The issue was resolved by support of (B)(6) tec team. The device is still in use. No additional information was available.

Event description:
New information states that no intervention had been performed, patient did not experience any adverse consequence.